Event description:
A us distributor reported that a patient's electrode belt's had a damaged cable or wires exposed.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the therapy electrodes was pulled from the strain relief, severing wires in the cable. Additionally, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open wire in the trunk cable. The root cause for the strained cable could not be positively identified. The root cause for the open wire could not be positively identified. There was no adverse event that resulted from the damaged belt.